Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transhepatic cholangio-drainage (ptcd) and stenting procedure, the stent dislodged inside the patient. The lesion was located in the cancerous inferior bile duct to the papilla and was caused by pressure from lymph node inundation. The lesion was 4 cm in length. The ptcd was performed in the left lobe of the liver. The physician placed another manufacturer's guide wire and an unspecified guide catheter through the duodenum. Next, an unspecified 7fr dilator was advanced without resistance. The physician attempted to advance the express biliary ld premounted stent system without the sheath to the target lesion, however, severe resistance was encountered in the liver parenchyma. The physician spent two hours using "excessive force" attempting to advance and retract the stent delivery system, however, the stent dislodged in the parenchyma. The stent did not embolize. The physician attempted to retrieve the stent by retracting the stent into the 7fr sheath, but was unsuccessful. No further attempts will be made to retrieve the stent. The procedure was completed the following day when the physician successfully implanted an unspecified biliary stent into the bile duct. No further patient complications were noted and the patient's status is unknown.